Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ optima protector (p13-o) leaked while extracting medication from the vial. The following information was provided by the initial reporter: "p-13 leaked during drug extraction from vial".

Event description:
It was reported that the bd phaseal¿ optima protector (p13-o) leaked while extracting medication from the vial. The following information was provided by the initial reporter: "p-13 leaked during drug extraction from vial".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 06-feb-2023. H6: investigation summary: one protector assembled onto the vial along with the n40-o injector was provided to our quality team for investigation. After proper decontamination, the product was visually inspected, no defects or evidence of improper assembly was observed. Functional evaluations were performed, liquid was able to move from the syringe, into to the vial and back without issue, no leaks were noted. The system was inverted and again no leakages were observed between the protector and vial or any of the connections. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. H3 other text : see h10.